Event description:
Report received from (B)(6) stating that the device was noisy and the lock lever was defective. It was reported that the device was not in surgery. It is unk if there were any injuries or medical intervention was required. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent.